Event description:
The pt had reported on 1/23/2008, that he had experienced a lack of therapy benefit, symptoms had occurred at the location of the lead device, when both sides of the bilateral system were turned on. The pt provided that when both sides were on, he had "felt like the current was working against one another in my head." He reported "that each side works fine when it is on alone, but when both sides are on simultaneously, he would lose efficacy on the left side." His status was deemed "good." The pt requested a check of his device by the company representative. The field rep was notified and the pt was advised to report symptoms to the hcp. The hcp reported in 2008, that there were no pt "symptoms with only one or the other ipg's on;" there had been adequate therapy benefit when each side was activated individually. Symptoms of over-stimulation and speech changes had been attributed to the reported event. A change in programmed settings the previous month, had resolved the side effects and symptoms. The hcp reported that there had been no pt injury; no revision procedure was anticipated. Refer to MFR report #2182207200801148.

Manufacturer narrative:
.